Event description:
Additional information received form the healthcare professional (hcp) of a clinical study reported that there was persistent out of range impedance. The outcome was ongoing with no further action needed. Interventions included reprogramming. The device was interrogated and showed impedance out of range. The etiology was noted as not applicable to the device or therapy and unlikely related to the procedure. The etiology was noted as related to the lead. No signs or symptoms were reported.

Manufacturer narrative:
Additional information received clarified that the correct manufacturing site was site (B)(4).

Event description:
Follow up information reported that there was no adverse event reported in the event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565, product type: lead. (B)(4).

Event description:
It was reported that there had been some out of range impedances on the patient's implantable neurostimulator (ins). Uploads were generated from the clinician programmer unit during a programming session with the patient. A report dated (B)(6) 2014 showed 1 electrode was involved (#4 versus all other electrodes) with the impedances measurement taken at 0.7 volts. If additional information is received, a follow-up report will be sent.